Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient's scs ipg was explanted and replaced as it would not communicate with external devices due to not being charged for over a year. Effective stimulation was reportedly restored postoperative.